Event description:
It was reported that the ilet user perceived meal insulin doses as too high and requested backend changes. Review of reports showed frequent use of "less than usual" meal announcements to intentionally reduce insulin, which constituted improper use and user-interface related behavior. Symptoms included episodes of hypoglycemia and hyperglycemia ranging from 68 mg/dl to 302 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device malfunction, with a usage problem identified related to announcing smaller meals than actually consumed, representing an improper procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.